Manufacturer narrative:
The user facility's biomedical engineer (biomed) checked the external hose fittings to see if they're clogged or frozen shut, then he was going to check the flow with a flow meter. The biomed found that the arterial out hansen fitting was plugged with debris. He cleaned the fitting out and said the cooler heater unit's flow issue has been corrected.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was only one stream of water coming out of the hole during cool down mode on the cooler heater unit. The flow was real good during defrost mode. There was no patient involvement.